Event description:
A (B)(6) female patient called zoll customer support to report that the connector on her electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation, the pins on the electrode belt trunk cable connector were bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.